Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. The device was received with cracked case at display window corners, cracked display window, cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and stained end cap sticker.

Event description:
Customer reported via phone call, she has frequent low blood glucose level events. Customer stated she doesn't want the scroll wrap feature on the device. Customer was advised she needed to press act to deliver insulin. She states she normal doesn't do this but she is concerned she may be low and make things worse. Customer stated she had an event were she went low and after she was treated it was 23 mg/dl. Customer declined troubleshooting and agreed to return the device for analysis.